Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the representative. It was reported that the date of the replacement was (B)(6) 2018. The ins would not be returned for analysis and replacement resolved the device problems. No further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturing representative (rep). It was reported that replacement scheduled. The ca use of the charging taking too long and inability to get past 25 % was possible over discharge in the past. No patient symptoms or complications were reported in this event. The information was confirmed by physician/ account.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient. It was reported that the patient saw an elective replacement indicator (eri) message within the last six months. The patient was charging their implantable neurostimulator (ins) for 40 minutes but it was still showing that it was charging the first quartile. The patient had six couple bars and the eri message kept displaying. It was reported that the patient tried to charge a week prior and got ¿nothing¿ which they later clarified as that they couldn¿t get past 25% charged. The patient programmer displayed a ¿poor communication¿ error message and then a ¿low ins¿ screen. When checking the ins with the clinician programmer 8840, it was determined that the ins was low and needed to be charged. It was noted that the patient was implanted on (B)(6) 2008, so the eri message should have appeared around (B)(6) 2016 but the patient indicated that they just saw it within the last six months. The manufacturer representative was not aware of any overdischarge events with the patient¿s ins, although our records indicated that there had been one overdischarge in the past. It was reviewed that the ins could be damaged from the overdischarge, which may be why it was taking longer to charge and the eri date didn¿t align with the implant date. It was suggested that the patient continue charging to the second quartile and then have a manufacturer representative attempt to read the ins again with the clinician programmer 8840. It was noted that the patient tried to charge a couple of weeks prior to the date of this report and had issues. No patient symptoms were reported and there were no complications. Indication for use is post lumbar laminectomy syndrome.